Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. Also, it was confirmed that this device was manufactured on december 19th, 2007.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that pseudomonas aeruginosa (p.a.) Was found from the bronchoalveolar lavage (bal) samples of 5 patients and all of the 5 patients experienced endoscopy with bal using the subject device during last two weeks before the detection of the infection with p.a. The antibiograms of p.a. Were reportedly identical. In the microbiological culturing test conducted by the user facility after the event, p.a. Was not detected from the subject device. In the test, several bacteria other than p.a. Were detected from the subject device. The detected bacteria were staphylococcus warneri, staphylococcus pasteuri, enterococcus casseliflavus, cellulosimicrobium cellulans, microbacterium aurum, paracoccus yeei, and paracoccus warneri. The number of the bacteria was 20 cfu / 100ml in total. The subject device has been reprocessed with a aer (automated endoscope reprocessor made by (B)(4)) and peracetic acid (disinfectant solution produced by (B)(4)). This is 4 of 5 reports.